Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support due to acute myocardial infarction / cardiogenic shock. Pulses were palpable before procedure, but non dopplerable post impella insertion d/t reduced pulsatility. Angio revealed no flow beyond insertion point of arteriotomy. External bypass placed from left common femoral artery (cfa) to retrograde distal right cfa. Therefore a 6fr sheath placed retrograde in right cfa distally terminating just distal to insertion site. Donor 6fr sheath in left cfa externally bypassing right cfa.